Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, no image was identified to be reportable during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that disconnection in the transmitter and receiver. The casue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had scope communication error e226. The issue was identified during device inspection for use. There were no reports of patient harm.